Manufacturer narrative:
(B)(4) concomitant medical product: unknown articular surface, catalog #: unknown, lot #: unknown, unknown tibial tray, catalog #: unknown, lot #: unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-02328, 0001822565-2018-02330.

Event description:
It was reported that the patient continues to suffer from pain, swelling, limited range of motion, feeling of knee giving out, fall, and a potential titanium allergy. Attempts have been made and no further information has been provided.

Manufacturer narrative:
Upon receipt of additional information it has been determined that the reported device did not cause or contribute to the event.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. T reported event was confirmed by review of operative notes. The device history records (DHR) were reviewed for deviations and / or anomalies with no deviations / anomalies identified. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. Without the opportunity to examine the complaints products, a definitive root cause cannot be determined. If any further information is found which would change or alter any information or conclusions, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. This product was initially reported and then unreported. It has been determined after further evaluation that this product contributed to the reported event and is being re-reported. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent left total knee arthroplasty and subsequently is continuing to experience pain, swelling, limited range of motion, knee giving out, possible titanium allergy, mild swelling and inflammation. The patient is unable to use stairs.

Manufacturer narrative:
Cmp-(B)(4) this follow-up report is being submitted to relay additional information. Concomitant products: unknown, unknown patella, unknown.

Event description:
It was further reported the had mild swelling and inflammation approximately three months post-implantation. Approximately two and half years post-implantation, the patient fell due to her knee giving out. Patient also alleges that she is unable to use stairs. Attempts have been made and additional information on the reported event is unavailable.